Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had an e217 scope ID data damaged error during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2, h3,h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, it was found scope communication error b30 occurred during device investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that due to scope error of scope ID scope error e217 and scope communication error b30 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.